Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that implant could not disengage from the mount. The procedure was completed with another implant.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. G3: date received by the manufacturer. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H6: evaluation codes. H10: additional narrative. One tapered screw vent was returned for investigation. Visual evaluation of the as returned product identified signs of use but no apparent malfunction identified. Functional testing was performed and the mount was normally disengaged from the implant. Pre-existing condition noted on per was unknown bone density and tooth location was 36 (fdi). The implant was placed and removed same day. Review of appropriate documentation: documents reviewed: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9-10/19. Instructions for use ¿ prosthetics for zimmer dental implant systems ¿ ifu4894 rev 6 ¿ 08/19. Information identified: warnings, precautions and breakage (pages 1 & 2). Per the applicable IFU, it is stated that improper technique can cause device failure. DHR review: DHR review for the lot (1245624) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review by lot number (1245624) was performed for similar events using keyword 'does not disengage' and no other similar complaint was identified. Post market trending review: december post market trending was reviewed and there were no actionable events or corrective actions for the reported event (does not disengage) or product (tsvmb11). Therefore, based on the available information, device malfunction did not occur and the reported event was unconfirmed.

Event description:
No further event information is available at the time of this report.